Manufacturer narrative:
Sub-optimal processing was identified following completion of the "6h xylolfrei" protocol started in retort b at 06:17am on (B)(6) 2013. This protocol was used to continue processing of (B)(4) cassettes from the "12h xylolfrei" protocol started in retort a at 15:07pm on (B)(6) 2013, which failed at 23:40pm on (B)(6) 2013, because of a use error related to the incorrect placement of reflective objects (metal cassette lids in this case) in the retort. The (B)(4) cassettes in retort a remained covered b y the contents of bottle 7 (80/20 ethanol/ipa) until a user interacted with the instrument at 06:10am on (B)(6) 2013, in relation to the instrument alarms activated as a consequence of the protocol failure. The properties of this reagent as calculated by the (B)(4) software were: 80/20 ethanol/ipa concentration = 80.8%, cycles = 31, cassettes processed = 3629 and days old = 10. The root cause of the sub-optimal tissue processing reported from the "6h xylolfrei" protocol started in retort b at 06:17am on (B)(6) 2013 was determined to be a use error. Specifically, the regimen used to continue processing of the (B)(4) cassettes from the failed "12h xylolfrei" protocol started in retort a at 15:07pm on (B)(6) 2013 was incorrect. The cassettes were moved directly from 80.8% ethanol/ipa to wax without the three (3) intervening ipa dehydration/clearing steps, which are an integral part of the "6h xylolfrei" protocol. As a consequence, the tissue would still contain water at the commencement of wax infiltration. This water, which cannot be displaced in the high temperature wax infiltration steps, leads to both contamination of the waxes used for the wax infiltration steps and possible over-dehydration of the tissue; and ultimately results in the sub-optimal tissue processing reported.

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing associated with failure of a processing protocol. The "12h xylolfrei" protocol started in retort a at 15:07pm on (B)(6) 2013 failed at 23:40pm on (B)(6) 2013. Processing of the (B)(4) cassettes from this failed protocol was continued using the "6h xylolfrei" protocol started in retort b at 06:17am on (B)(6) 2013. Sub-optimal tissue processing was identified by the complainant following completion of the protocol used for continuation processing. On (B)(6) 2013, leica biosystems received information that on (1) patient had been re-biopsied as a consequence of the circumstances involved in this complaint. The gender, age or date of birth and an identifier for this patient have been requested.